Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated:g3, g6, h2,h4,h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with the customer, the tac (technical assistance center) support engineer instructed the customer to connect a non damaged cable, non repaired cable. The customer as instructed , used a new cable and received an image. Issue was resolved. No other issues were reported. Root cause of the issue was due to damaged cable, repaired and used by the user. The root cause of the issue was attributed to use handling issue. IFU(instructions for use) states: use appropriate cables only. Otherwise, equipment damage or malfunction can result. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The cables should not be sharply bent, pulled, twisted, or crushed. Cable damage can result. Inspect other equipment to be used with the light source as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the equipment. If equipment with any irregularity is used, the equipment may malfunction or be damaged, and an electric shock, burns, and/or a fire can result. If an accessory of the light source (e.g., examination lamp, foot holder, power cord, light source cable) needs to be replaced, contact olympus for a replacement.

Event description:
It was reported that the device was not getting an image on the oev-262h after the damaged cable that goes from the cv-190 to oev-262h was repaired. There was no patient involvement on this event reported. No user injury reported.